Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of the ordinary observed. The issue was noticed after the procedure where the black conductor wire was broken/loose. There was no loss of cautery and no signs of thermal damage or arcing. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment that fell.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a loose conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the yaw pulley. The wire insulation was damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The instrument was found to have damaged conductor wire insulation at the yaw. The insulation was peeled off and a piece was missing of the conductor wire insulation. The missing piece was not returned measuring roughly 0.03mm in size. The internal conductor wires were exposed. The internal wire was not frayed or fully broken. The complaint was confirmed by failure analysis. The probable root cause of loose conductor wire attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.